Manufacturer narrative:
The catheter used during the procedure was discarded at the hosp and the lot number is unk. No investigation of the device or lot history record is possible. There is no indication that the spnc device malfunctioned in a way that would contribute to the adverse event.

Event description:
Indication for procedure: bifurcation lesion of coronary circumflex and marginal branch. Procedure: .014 wires were placed in both the circumflex and marginal branch coronary arteries. A .09mm laser catheter was used in the circumflex without issue. The catheter was then placed into the marginal branch. A laser run of 10 seconds was performed without passing the lesion. While attempting a second run, resistance was felt and the run was discontinued. After injection of contrast, a pseudoaneurysm was noted via angiography. Pta was attempted without resolution of the pseudoaneurysm. Md decided to perform a bypass of both arteries for pt safety. A successful CABG of both arteries was performed with no acute pt distress. Pt status: pt was reported to be recovering well from the CABG procedure. There is no indication that the spnc device malfunctioned in a way that would contribute to the adverse event.